Manufacturer narrative:
Insulin pump had no button error alarm noted. Esc button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, missing end cap sticker, cracked display window corner and cracked battery tube threads.

Event description:
It was reported by the customer's father that the customer received a button error alarm. Customer's blood glucose level at the time 285mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.